Event description:
Caller reported pump battery would not charge, resulting in the pump shutting down. There was no reported adverse impact to the customer¿s blood glucose level. Replacement charging supplies were sent to the customer and were confirmed to have resolved the issue upon follow up.